Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 497 mg/dl and 172 mg/dl within 10 minutes on the aviva system. She did not wash her hands prior to the tests. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.